Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (date of procedure unknown). According to the complainant, the patient experienced pain and other complications (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.